Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had under-sensing, which may have delayed delivery of therapy. It was noted that the under-sensing was caused by ¿small complexes¿ due to the patient dying heart. The patient passed away in a manner unrelated to the device system.